Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse from (B)(6) of peritoneal cloudy effluent coincident with dianeal therapy. On (B)(6) 2012, the nurse contacted baxter (B)(4) technical service center and reported the following: on an unreported date, the patient experienced cloudy peritoneal effluent. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. It was not reported if the event of cloudy effluent resolved. Further information was received from a nurse on (B)(6) 2012. The nurse reported that on an unreported date, the patient had a break in aseptic technique during the peritoneal dialysis procedure. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for bacterial peritonitis manifested by cloudy peritoneal effluent (onset date not reported). On an unreported date, the patient was treated with unspecified antibiotics for bacterial peritonitis. On an unreported date, the patient was retrained on proper connect/disconnect method and aseptic technique. On (B)(6) 2012, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Actual aware date of peritonitis is (B)(6) 2012. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, therefore the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.